Event description:
The biomed alleged that he found corrosion on the siderail interface board and the fuse on the board was compromised.

Manufacturer narrative:
The account requested parts to repair the bed. Repairs have not been completed.